Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer in auxiliary cabinet was not detected on bus. A field service engineer seated connectors to the drawer. The contact information was kept blank due to the reported issue that was found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system drawer in the auxiliary cabinet was not detected on bus. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient. There were no adverse events or injuries reported based on this event.